Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, the biopsy cap foam detached inside the channel of the endoscope. They got another rx locking device and biopsy cap, and the same problem occurred. It was reported that both of the detached sponges were successfully removed from the scope. The procedure was completed using a non-bsc device. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.